Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The patient reported that his batteries are only lasting two weeks in the pump and confirms the correct battery type matched the settings. There was no visible damage to the battery compartment or battery cap. The patient said that recently, the pump became warm to the touch. She changed the battery and noted that the battery was warm as well.